Event description:
On (B)(6), an amazon customer commented that the product was false negative: the customer fully followed the instructions and has a negative covid result. However, this customer had symptoms and went to the doctor for a pcr test. It turned out that he/she had covid in the end. This test was inaccurate. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.